Manufacturer narrative:
H10: in a god faith effort (gfe) response from the customer received on the customer confirmed that they had ordered the ui pcba and installed the part in the device. The customer confirmed that the device issue resolved, was returned to full functionality, and returned to use. The customer stated that the replaced part would be returned to philips for evaluation. The device diagnostic report was not available from the customer. The investigation concludes that no further action is required at this time. If /when additional information or part is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the system was powering on and alarming on its own. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the device had powered itself on. The rse advised the customer to replace the user interface (ui) printed circuit board assembly (pcba) and provided the customer with the replacement part information. This investigation is ongoing.